Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat blood glucose (bg) level. It was not provided if bg level was low or high. Upon follow-up, customer reported that there were no "problems"; everything was working fine. Additional information regarding the reported low/high bg event was not provided.